Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap and that a minimum fill notification occurred. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of 523 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.